Manufacturer narrative:
Concomitant medical product: 694765 lead; 5071-53 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited slow rising and unstable thresholds. The lead was capped and replaced.